Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between 251-349mg/dl which were addressed by manual injections and correction boluses via the pump. A system check was performed and insulin was observed exiting the infusion set tubing. The customer declined to remove their infusion set site as they had removed it previously due to the occlusion alarms. The customer performed two cartridge and infusion set site changes resolving the occlusion alarms. During a follow-up, the customer reported a bg level of 122mg/dl and stated that no further assistance was required.